Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became damaged and would no longer charge the pump. The customer's blood glucose level was not impacted. Reportedly, the customer had an alternate cable available to charge the pump.